Event description:
Manufacturer received additional information on (B)(6) 2019 regarding the procedure: four leads were extracted: one right atrial, two right ventricular and one left ventricular lead. Extraction indication: endocarditis.

Manufacturer narrative:
B5), b7): additional information obtained and populated in these sections. D10): these sections now populated; device was returned to manufacturer for evaluation. H3): this section now populated. The device was returned to the manufacturer and evaluated. H6): methods, results and conclusions codes now populated after device evaluation. Device evaluation: the device was returned to the manufacturer on 10 oct 2019 and evaluated on 17 october 2019 by a cross functional engineering team. During the evaluation the team confirmed a breach to the device''s outer jacket, beginning 8cm proximal to the distal tip and extending distally to the distal band of the device. Fibers were exposed at the breach, but the fibers remained intact with no broken fibers detected (broken fibers would have indicated internal damage to the catheter). Additionally, scuffed areas (as when an external surface is scraped by another object resulting in visible marks) were identified to extend 3.5cm proximal to the outer jacket breach. Since there were scuffed areas present and a breach confirmed to the device''s outer jacket with no broken fibers, the team confirmed that the damage to this catheter came from an adjacent external source within the patient, with which the device came into direct contact. This caused both the scuffed areas and the breach to the outer jacket. It was confirmed by the rep there were four leads in the area where the device was being used. It was also confirmed no outer sheath was used in conjunction with the glidelight laser sheath during the procedure. However, it has not been determined what caused the damage to the glidelight laser sheath.

Manufacturer narrative:
Device has not yet been received for evaluation.

Event description:
A cardiac lead extraction procedure commenced. During the procedure, a 16fr spectranetics glidelight laser sheath device was difficult to move inside the patient's vein. Surgeon also had a hard time removing the glidelight laser sheath from the patient's vein. When the glidelight was removed, it could be seen that the distal end of the catheter was damaged. A piece of the glidelight laser sheath jacket appeared to be peeled back, exposing the laser fibers. It is unknown how the device became damaged. The lead was successfully extracted with the use of a second 16fr glidelight laser sheath. No harm to patient.